Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, it was not able to be inserted into the patient's anatomy, and the valve capsule became damaged. A second 29mm, navitor vision valve was selected for implant using a new large flexnav ds. Wire was exchanged for a stiffer wire, and the valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.